Event description:
"Gas loss was heard around 5mm port, the seal was changed but the leaking continued, there was a question whether this was the incision or the port, the surgeon demonstrated to (B)(6) and (B)(6) that the leaking was coming from the trocar seal when an instrument was in. Replacement of seal only, then replacement of trocar and one more replacement of trocar resulting in prolonged surgery."

Manufacturer narrative:
The incident device has not been returned for evaluation. Upon receiving and completing an evaluation on the incident device, a follow-up report will be submitted.